Event description:
It was reported that the pump did not recognize the cassette. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The downstream occlusion (dso) sensor was faulty. The dso sensor was replaced to resolve this issue.